Event description:
It was reported that during a da vinci-assisted surgical procedure, the single-port (sp) monopolar cautery instrument was not cauterizing. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port (sp) monopolar cautery instrument was analyzed and found to have broken electrical contacts at the distal end. Two ends of the electrical contact, which measures approximately 4.3mm each, were missing and not returned with the instrument. The instrument failed the electrical continuity test. Further investigation found related to the reported complaint included: the instrument had a cracked tube adapter. The complaint was confirmed by failure analysis.